Event description:
It was reported that the device exhibited loss of ventricular capture. Lead dislodgement was confirmed. The lead will be repositioned.

Event description:
Health professional reported a port leak.